Event description:
Report received indicated that during a percutaneous transluminal angioplasty there was a balloon rupture. The target lesion were the right forearm vein and anastomosis. The vessel was approached using 4f sheath. There was moderate calcification and no vessel tortuosity. After inserting the sheath, the physician advanced the guidewire through the target lesion. Then the balloon catheter was introduced and advanced to the target lesion where the balloon was inflated with indeflator at 10atm for 2 mins. A second inflation was done at 2atm for 1 minute. The target lesion was not open sufficiently; consequently a third inflation was made at 15atm for 2 minutes. Prior to deflation, cine was checked and found that contrast medium leaked into blood vessel. The balloon catheter was withdrawn and after inspection a pinhole rupture was found. The procedure was completed with another balloon catheter. There was no pt injury.